Manufacturer narrative:
Upon investigation a malfunction was identified. The device showed a dull cutter out of position catch. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".

Event description:
A physician attempted an arteriotomy closure using the starclose device after an unknown procedure. The physician could not complete the thumb advancer stroke. The physician used the safety release button and removed the starclose device from the pt. The physician reverted to manual compression to achieve hemostasis. There was no pt injury report.